Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultrasmart meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2017 at around 9:10 am. The patient informed the csr that he does not take any medication to manage his diabetes. It was not reported if the patient took any action in regards to his usual diabetes management routine when he was unable to test due to the alleged issue. The patient reported developing symptoms of ¿shaking, sweating and vomiting¿ 1 hour after the alleged issue began. In response to the symptoms, the patient reported treating himself with orange juice and 1 teaspoon of sugar. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing. The csr confirmed the patient was able to turn the meter on manually when the power button was pressed and when the test strip that previously did not turn on the meter was inserted. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition a secondary issue was noted, the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.